Event description:
It was reported that after the pacemaker was implanted, there was ventricular oversensing, noise, and the patient became bradycardic. The patient was taken back to the operating room, and no anomalies could be seen, but ventricular oversensing persisted. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. It was reported that after the pacemaker was implanted, there was ventricular oversensing, noise, and the patient became bradycardic. The patient was taken back to the operating room, and no anomalies could be seen, but ventricular oversensing persisted. The device was explanted. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications oversensing noise.